Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Customer's daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 88, 150, 137 mg/dl. The customer's expected fasting blood glucose test result range is 175-210mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). No recent changes in diet, exercise, or medications.